Event description:
It was reported by medical staff that an inpatient experienced a controller alarm with controller fault which did self-clear. The patient was noted to be in bed, awake and resting. The clinical engineer recommended an elective controller exchange. The controller was exchanged with no reported consequences or impact to the patient; it was reported to resolve the issue. No additional information was reported.

Manufacturer narrative:
Log files analysis revels a controller fault alarm on (B)(6) 2015. One (1) controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed a controller fault alarm. This alarm most likely is due to a leaky diode on the automatic power switch (aps) circuit of the controller. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate this type of issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: transient alarms often occur at certain times during the day and/or under particular circumstances such as bending over or lying on one side. They usually resolve quickly without problems. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Transient alarms often occur at certain times during the day and/or under particular circumstances such as bending over or lying on one side. They usually resolve quickly without problems. Log files report from complaint information: power switch circuit failure. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.